Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after inserting the sensor on the left abdomen above the belly button, later in the day itching began under the sensor. The sensor was removed on the same day, and the skin was red and dry and itching spread to patient¿s entire body. Patient went to a dermatologist on 2018 and was given a steroid shot and cortisone cream. At the time of contact, it was indicated that the patient was still experiencing redness, but skin irritation was gone. No additional event or patient information is available.